Event description:
Sterile 20fr 3-way foley catheter opened for the doctor. Catheter balloon port broken when md tried to inflate balloon. Bard ref # 0167l20, lot #ngew4239. Manufacturer response for 3-way foley catheter, sterile 20fr 3-way foley catheter (per site reporter): sent an rga and mailer to our materials group so they could return it. I confirmed last week it was sent back to the manufacturer, likely in july.